Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel leak, "add gel" messages) has been confirmed. As received, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the internal wires. The cause of the "impedance high" flags and "add gel" messages was the damaged wires. The root cause for the strained cable was excessive force on the cable section. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was causing "impedance high" flags and "add gel" messages.